Event description:
It was reported "bipolar head came out of liner with metal lock rim of constrained line in place." Pt was revised.

Manufacturer narrative:
Additional info has been requested and if received will be supplied on a supplemental report.